Event description:
It was reported that, pre-operatively, while the patient is in the operating room, the arm had a non-recoverable voltage error. It was discovered through troubleshooting that the issue was caused by the tower power supply controller (tpsc). The faulty tpsc was replaced and the issue was resolved. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic led an evaluation of the field service report and device data logs for the reported arm cart assembly. Review of the field service notes indicates high motor and brake currents on robotic arm joint 1 triggered the non-recoverable error with error code 'cart monitoring: voltage and current limits for cart column brake - faults' observed. The arm cart assembly needed to be rebooted to regain functionality. The field service engineer went on-site to test the arm and it functioned as intended. Further troubleshooting determined the tower power supply controller was defective and required replacement. After the tower power supply controller replacement, the system was functioning as intended. Evaluation of the device data logs indicate a voltage reading out of limits triggered two non-recoverable errors with error codes 'cart monitoring: voltage and current limits ¿ faults' and 'voltage and current limits for cart column brake ¿ faults'. If the cart detects any increase in voltage or current limits, it shuts-down as prevention. This issue has been seen due to an overlap in the tolerance ranges of the robotic arm setup arm crowbar circuit and the cart overvoltage protection circuit. Evaluation of the arm cart assembly confirmed the reported condition. However, it was determined that the most likely cause was not traced to the arm cart assembly but rather the tower and specifically the tower power supply controller component. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, while the patient is in the operating room, the arm had a non-recoverable voltage error. It was discovered through troubleshooting that the issue was caused by the tower power supply controller (tpsc). The faulty tpsc was replaced and the issue was resolved. There was no patient injury.